Event description:
It was reported that the user experienced occlusion and restart alerts on an ilet system using a contact detach infusion set, after which insulin delivery stopped and blood glucose rose to 320 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin therapy with elevated glucose requiring user intervention.

Manufacturer narrative:
Investigation included technical troubleshooting and user guidance. Investigation of this case revealed an occlusion that led to an automatic stop of insulin delivery, which contributed to the high glucose reading. It was concluded that the hyperglycemia was related to the interruption of insulin delivery from the occlusion and restart event, and the recommended resolution was a full supply change to restore therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.